Event description:
At 1800 hours the infant warmer in the newborn nursery started smoking. There was no baby in the warmer, but there were other babies in the nursery. After seeing the smoke coming out of the top of the warmer, it was noticed that there was a small flame popping out of the upper vent holes. The warmer was unplugged. The flames and smoking stopped. The warmer was pushed out into the hall. (B) (4)

Manufacturer narrative:
Drager has requested the part for investigation. We are still investigating this reported incident. We will submit a f/u report as soon as we complete our investigation.